Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: the surgeon has informed that she doesn't have the additional information. No further information available. The patient demographic info: age, weight, bmi at the time of index procedure? Please specify a date, indication and name of initial surgical procedure when the mesh implanted? Were there any intra-operative complications? Any concurrent procedure? Other relevant patient comorbidities? Product code and lot number? Onset of pelvic pain and recurrent uti? How was pelvic pain and recurrent uti treated? Results? What was a reason/indication for removal of the abdominal portion of the mesh? Date and surgical findings of mesh removal? Was any deficiency or anomaly of the mesh? If yes, please describe it. What is physician¿s opinion as to the etiology of or contributing factors to this event (pelvic pain and recurrent uti)? What is the patient's current status?

Event description:
It was reported that the patient underwent a sling surgery on unknown date and the unknown mesh was implanted. The patient experienced a pelvic pain, recurrent uti and removal of the abdominal portion of the mesh. No further information is available.